Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment/non-emergency treatment, the procedure was completed as planned by connecting to another monitor. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor went black in the middle of the procedure. Review of the log files didn't confirm the reported malfunction with the flexvision monitor. The cause of the failure analysis determined the dvi (digital visual interface) matrix failure and the failed component was determined to be dvi matrix switch. The fse replaced the dvi matrix to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision monitor went black in the middle of the procedure. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. The field service engineer inspected the system onsite and after the replacement of video matrix from b cabinet, the device was returned to use in good working order.